Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. The inspection showed that the j3 connector at the atp console board was not properly connected. It seems that one of the fixation screws was not tightened correctly. Therefore, the sub-d connector was not aligned well; one side was off. The connector was re-connected, the connectors at the atp board were checked, and the it was verified that the tightening screws were installed correctly. This resolved the issue. Three system circuit boards were returned to the manufacturer for analysis. No fault was found with any of these parts, aside from a slightly bent pin on eprom board. This did not contribute to the reported malfunction. The root cause of the reported issue was confirmed to be a loose connection on the atp circuit board. A full imaging system check-out was completed following repair and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that prior to a procedure, the imaging system would not properly boot up. It was reported that the x-ray status bar was not completing on the system pendant and the system was constantly beeping. This occurred prior to administration of anesthesia to the patient, and was prior to incision. The procedure was rescheduled because of this issue. The patient was not impacted.